Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. A 18-6/5.8/75 xxl balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 5 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. A 18-6/5.8/75 xxl balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 5 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the xxl device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: this investigation is assigned a conclusion code of cause traced to intentional off-label, unapproved, or contraindicated use because the specified product is an xxl esophageal balloon dilation catheter model which is not indicated for use in the peripheral vasculature such as the venous procedure in the reported event.